Event description:
At (B)(6) 2023 we installed the msp160382 main board with sn (B)(6) , and corrected the problem of alarm stopping in less than 2 minutes (2 minutes power loss test - related cer(B)(4) now, after 2 months, the same c2 is losing the realtime clock, after testing the 2 minute loss of power. So, even though that we can hear the alarm sound buzzer for 2 minutes at least, now this c2 is not recovering to any ventilation mode or even standby, but we get the tf 283007 and this unit is halted. The test for recovery after power loss was repeated several times, making sure to have the unit connected to power and battery inserted for more ( and much more ) than 10 minutes before testing ( to give time for the capacitors on mainboard to charge). All the efforts failed, realtime clock has lost settings every time. (See attached photos) we have to have the power reconnected and battery inserted, and we enter service software to adjust the clock, in order to get back the unit in operating user sw, during next restart.

Manufacturer narrative:
Investigation results: the failure happens only during buzzer test in service software. No patient involvement the pre-analysis did result in a root cause found. The "mainboard" has been identified to be the faulty component. The defective mainboard was replaced and the device works as intended again. The technical events and failures reported by the user and described in the event description could be confirmed. According to the latest reporting decision work flow guidance such issues are considered to be potentially reportable events.

Event description:
At (B)(6) 2023 we installed the msp160382 main board with (B)(6), and corrected the problem of alarm stopping in less then 2 minutes (2 minutes power loss test - related cer (B)(4) now, after 2 months, the same c2 is losing the realtime clock, after testing the 2 minute loss of power. So, even though that we can hear the alarm sound buzzer for 2 minutes at least, now this c2 is not recovering to any ventilation mode or even standby, but we get the tf 283007 and this unit is halted. The test for recovery after power loss was repeated several times, making sure to have the unit connected to power and battery. Inserted for more (and much more) than 10 minutes before testing (to give time for the capacitors on mainboard to charge). All the efforts failed, realtime clock has lost settings every time. (See attached photos) we have to have the power reconnected and battery inserted, and we enter service software to adjust the clock, in order to get back the unit in operating user sw, during next restart.

Manufacturer narrative:
Investigation results: the failure happens only during buzzer test in service software. No patient involvement the pre-analysis did result in a root cause found. The "mainboard" has been identified to be the faulty component. The defective mainboard was replaced and the device works as intended again. The technical events and failures reported by the user and described in the event description could be confirmed. According to the latest reporting decision workflow guidance such issues are considered to be potentially reportable events. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.